Event description:
It was reported that the patient presented to the emergency room after hearing alert tones. The right ventricular (rv) lead had high pacing impedance and the high voltage coil impedance was unavailable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.